Event description:
The customer reported via phone call that she had a calibration error. Customer's blood glucose was 489 mg/dl. Customer was advised to wait a couple of hours before doing another calibration again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.